Event description:
It was reported to philips that the system x-ray exposure was not working as disk space was full. The device was inside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing the diagnostic procedure, and the procedure was aborted and rescheduled for another time. Philips field service engineer (fse) inspected the system onsite and found that the system x-ray exposure was not working as disk space was full. Review of the system log file showed that disk space was full. Upon troubleshooting, fse found that iipc (image processing pc was faulty). To resolve this issue, fse removed and reinserted the hard drive and reinstalled the ippc system. After that the system was returned to use in good working order. The codes were updated based on investigation outcome.